Event description:
It was reported that the ventilator displayed lower value of o2 concentration than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator displayed lower value of o2 concentration than set. According to information provided by our field service engineer the ventilator was connected to a patient and the o2 was set at 60% and went down to 55%. The ventilator was removed from patient, and another servo u ventilator was connected to the patient. No patient harm was reported. However, despite several reminders, we didn't receive the confirmation of any part replacement, nor any part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.